Event description:
During arterial blood gas draw and setup hi-flow by respiratory therapy, because pt's sats dropped in the mid 70's. The nasal canuli was not as loud. All connections were secured. Airlife bubbler had malfunction-output to approx 1l when set at 6lnc, water bubbling in bubbler to a christmas tree nipple, and spo2 increased to 6lnc, and able to titrate to pt's original setting after 10 minutes. Intervention required to return sats to normal.